Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 70 mm abdominal aortic aneurysm. It was reported that almost 6 years later, the patient returned for follow-up,where an endoleak type 1b was noted on the right limb. An etlw1613c114e was implanted to treat the event the following day. The endoleak was resolved. As per the physician, cause of the event was anatomy due to enlarged common iliac artery disease progression. No additional clinical sequalae were reported and the patient fine.